Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged. The index procedure treated the target lesion located in the calcified mid left anterior descending (lad) artery. There was calcification at the ostium of the lad and the physician met resistance when attempting to cross the lesion with a 2.5x20mm taxus liberte stent. When the physician attempted to "push" the device, the stent moved on the stent delivery system (sds). An attempt was then made to withdraw the device, but then the stent dislodged from the sds. The physician managed to remove the dislodged stent, but no details were provided. Angioplasty was performed with an unspecified balloon and three subsequent taxus liberte stents were then successfully placed in the target lesion. No pt complications occurred, and the pt condition was listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.